Event description:
It was reported that during central processing, single port (sp) monopolar curved scissors (mcs) instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: contact person reported they were present at the case and confirmed that the missing material/damage described above occurred outside of a surgical procedure. Contact person reported customer had a hard time getting the monopolar curved scissors (mcs) tip on the instrument and we ended up having to get a new one. There were no reports of fragments falling from the device while used within a patient. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.15mm x 2.8mm in size. The complaint regarding a broken tip was confirmed by failure analysis.